Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. There is no additional information available regarding the corrective actions taken by the customer or technical support. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.